Event description:
Clinic notes dated (B)(6) 2012 indicate the patient has poorly controlled seizures recently. The patient was referred for lab work, including levels. It was stated that the patient has been on multiple medications in the past and it would be worth possibly trying one of them again. The patient was having a couple of very brief partial complex seizures, three or four times a week. The patient will look and maybe raise his arms up, confused, again just briefly.

Event description:
Additional information was received that he increase in seizures was first observed (B)(6) 2012. It is unknown if the increase is above or below baseline and the patient¿s partial complex seizures increased. The physician was not sure the relationship of the seizures to vns. There were no causal or contributory programming changes, medication changes, or other external factors precede the onset of the increased seizure frequency. The vns was functioning (B)(6) 2012 and then the patient was not seen until (B)(6) 2013. The patient was sent to the surgeon for evaluation.

Manufacturer narrative:
.